Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H3. Device evaluation: as received, valve polyester and cocr alloy bands were detached from the valve wireform. All three leaflets remained partially attached to the valve wireform. X-ray demonstrated heavy calcification on all three leaflets and on the host tissue overgrowth around the stent circumference. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate on both the inflow and outflow aspects of the valve. Sewing ring was cut off in multiple locations around the valve and exposed the wireform. H10. Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. The device was returned to edwards for evaluation. Customer report of degeneration was confirmed through observed calcification. Calcification restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event was due to patient factors and patient's underlying valvular disease.

Manufacturer narrative:
H11. Corrected information: corrected model number, brand name and PMA# as incorrect model number was originally reported by customer.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 2900 was explanted from the aortic position after an implant duration of approximately 13 years and 11 months due to degeneration causing high gradients. As reported the surgeon was satisfied with the performance of the valve. An inspiris resilia valve size 19mm was implanted in replacement. This case was a redo avr + CABG and involved a (B)(6) patient who was noted as to be hospitalized in stable condition after the procedure.